Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severly calcified and tortuous distal right coronary artery (rca). The vessel was predilated 10 times. An attempt was made to place the 12x2.50 promus premier stent delivery system in the proximal side of the distal rca through the previously placed promus premier stents, but was unable to cross the lesion. It was noted upon removal of the device, the stent strut was found to be damaged. The procedure was completed with no patient complications and the patient's status is good.